Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composite mesh (composix) on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the composite mesh (composix). It is alleged that the patient underwent surgery for the removal of hernia mesh on or about (B)(6) 2016. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with multiple incisional hernias thereby underwent open repair with the implant of composix mesh. Per op notes, "a composix mesh was placed underneath the fascia." (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent repair with removal of mesh. Per op notes, "the old mesh was excised."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2008) is considered to be the best estimate. Updated fields: a2, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., expiry date), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composite mesh (composix) on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the composite mesh (composix). It is alleged that the patient underwent surgery for the removal of hernia mesh on or about (B)(6) 2016. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.